Event description:
On (B)(6) 2017, this patient underwent an endovascular procedure for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The aneurysm diameter was 53.0mm. The procedure was successfully completed without reported issues. The patient tolerated the procedure. On an unknown date of 2021, the patient underwent a reintervention for treating the aneurysm enlargement due to type ii endoleak from the right iliolumbar artery. The physician performed a coil embolization for the right iliolumbar artery as well as a nbca (n-butyl cyanoacrylate) embolization for the enlarged aneurysm sac. The type ii endoleak was resolved. On an unknown date, a follow-up exam confirmed aneurysm enlargement. The aneurysm diameter measured 70.8mm. The physician suspected a proximal type I endoleak, therefore, a second reintervention was planned. On (B)(6) 2024, a second reintervention was performed. An intraoperative angiography confirmed a proximal type I endoleak. An aortic extender endoprosthesis was added to the proximal end of previously implanted stent graft. Ballooning was performed twice at the proximal end of the device, however, the endoleak persisted. The physician performed another ballooning, which successfully resolved the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), potential adverse events associated with the use of device may include but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.